Event description:
His pacemaker or defibrillator never kicked in, and my father died. We are heart broken. Also not sure if the pacemaker had anything to do with it, but after it was placed in my father's chest. He had to have his breast removed. FDA safety report ID # (B)(4).